Event description:
It was reported that the pacing impedance was greater than 3000 ohms. Fracture reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient had a systemic infection, and the lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Performance data collected from the device was analyzed. Analysis of that data revealed noise, elevated sensing integrity counter indicating a possible intermittency in the system, and high impedance ranging from 624 - 2168 ohms. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported that the pacing impedance was greater than 3000 ohms. Fracture reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient had a systemic infection, and the lead was explanted. Electrical tests performed. Actual device involved in incident was evaluated. Mechanical tests performed; visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of.

Event description:
It was reported that the pacing impedance was greater than 3000 ohms. Fracture reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient had a systemic infection, and the lead was explanted. A lawsuit further alleged that the patient received more than 10 inappropriate shocks, and that the lead was "faulty".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Performance data collected from the device was analyzed. Analysis of that data revealed noise, elevated sensing integrity counter indicating a possible intermittency in the system, and high impedance ranging from 624 - 2168 ohms. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.